Event description:
It was reported that the patient experienced diabetic ketoacidosis an unspecified time after the sensor reportedly fell off. The sensor was inserted into the abdomen. On (B)(6) 2024, the patient stated they were not receiving any readings on his insulin pump and he was not able to take any bg readings. The patient was alone during the time of the event. The patient started to vomit, was in pain and was dehydrated. He called an ambulance at 10:30 am and was diagnosed with diabetic ketoacidosis (dka). At the emergency room his blood glucose was tested and it was high (no specific values reported). At the hospital the patient was treated with IV insulin, potassium and electrolytes. The patient was discharged after 3 days. At the time of the report the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.